Manufacturer narrative:
Investigation is ongoing. The date of the events is unknown. According to the article all implants were completed between june 2007 and december 2016. For this reason, the first day of the range was used as the occurrence date. This is one of ten manufacturer reports being submitted for this case. Reference article: andrea scotti, luca nai fovino, augustin coisne, tommaso fabris, francesco cardaioli, ''10-year impact of transcatheter aortic valve leaflet design (intra- versus supra-annular) in mortality and hemodynamic performance'', frontiers in cardiovascular medicine (june 2022).

Event description:
As reported from our affiliates in italy, per article, ''10-year impact of transcatheter aortic valve leaflet design (intra- versus supra-annular) in mortality and hemodynamic performance'', an 86-year-old patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve via transapical approach. Same day of the procedure, the patient developed moderate bioprosthetic valve failure, specifically thrombosis. The patient died due to consequences related to the valve the same day of the intervention.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-09155, 2015691-2022-09156, 2015691-2022- 09158, 2015691-2022-09160, 2015691-2022-09161, 2015691-2022-09162, 2015691-2022-09163, 2015691-2022-09166, 2015691-2022-09154. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. No additional information was provided by the site and therefore the root cause cannot be established. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.